Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported left side complications after surgery. Healthcare professional reported deformity, tight, and capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported "I am asking you for a [redacted] on the installation of allergan breast implants due to the development of complications after surgery." Healthcare professional later reported "severe breast deformity, tight to the touch"; "grade 3-4 capsular contracture" this is for the left side device. The device has been explanted and replaced.

Event description:
Patient reported "I am asking you for a [redacted] on the installation of allergan breast implants due to the development of complications after surgery." Healthcare professional later reported "severe breast deformity, tight to the touch"; "grade 3-4 capsular contracture" this is for the left side device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, h6.